Event description:
The customer reported that at the beginning of a below the knee amputation on a male pt, during the first use of the cautery pencil, the forceps were buzzed (pencil tip touched to forceps) and as the pencil tip was removed from the forceps, a blue flame was noted from the end of the tip. A new tip was applied and surgery went on with no complications.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.